Event description:
It was reported that pump insulin gauge displayed amount different than expected, with caller experiencing fill estimate issue and seeing a current fill estimate of 80 units instead of expected 258 units. There was no reported impact to the customer¿s blood glucose level. Caller confirmed correct cartridge filling steps, then with technical support assistance reloaded same cartridge, disconnected from infusion site, and delivered a 10.2 unit test bolus after being informed that insulin on board would be affected, after which displayed and expected fill estimates matched and issue was resolved.